Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced shortness of breath. A lead alert triggered, and polarity switch occurred with the right ventricular (rv) lead. Low impedance was observed and there was concern about possible lead degradation and insulation breech. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.